Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported cuff miss could not be determined. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, inability to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. It should be noted that the reported use of positioning of the proglide device in a 25 degree angle is not consistent with the instructions for use (IFU). The IFU states: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Based on the information available and the inspection criteria, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the device lot history record and a query of the complaint database was not performed as the lot number was not reported and the device was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2 perclose proglide devices (B)(4) are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another device of the same lot number was used with the same result. A proglide from a different lot number was tried and a cuff miss occurred. Manual compression was used to achieve hemostasis. It was thought that the devices were held at a low angle (approximately 25 degrees) and that may have been the reason for the cuff misses. There was no adverse patient sequela. Though requested, no additional information was provided.